Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was due to that customer did not charge the device after the first discharge. The issue was resolved by charging the device. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the dfm100 indicating that the device failed to discharge. There was no patient impact. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Correction: evaluation results code and conclusion code updated.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the patient had severe arrhythmia and was immediately defibrillated. The first defibrillation was successful, and the second defibrillation resulted in power failure and could not be used. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.